Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B) (4).

Event description:
On (B) (6) 2009, an error message was displayed upon device interrogation. Normal follow-up could be performed after error message acknowledge. This behavior was also observed with two other symphony dr devices interrogated that day with the same programmer (B) (4). A MDR report is also submitted for these devices.